Manufacturer narrative:
510k: this report is for an unknown pfna construct/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: saglam, y. Et al (2019), pathological fractures of the proximal femur due to metastatic lesions: a single institution experience of patient characteristics and methods of surgical treatment, medical journal of bakirköy, vol. 15 (2), pages 155-159 (turkey). The aim of this retrospective study is to evaluate a comparatively large series of patients operated for metastatic proximal femur fracture to describe patient characteristics and survival rates. Between 2004 to 2012, a total of 34 patients (14 male and 20 female) with a mean age of 59.3±13.8 (range 31-89) were included in the study. Surgery was performed using an im nail (lfna-pfna/synthes, switzerland) in 19 patients, while a long-stemmed cemented arthroplasty from a competitor was used in 15 patients. An average of 26.5±21.9 months post-operatively phone calls were made to the families to find out the survival rates and the functional status of the patients. The following complications were reported as follows: 26 out of 34 patients died. In 1 patient, the pfna was revised to a prosthetic replacement because of implant failure. 2 patients had early luxation and was revised with a constrained prosthesis. 1 patient had infection. 2 patients had periprostatic fractures at the tip of pfna and underwent an exchange nailing with long im nail (lfna). This report is for an unknown synthes pfna construct. It captures the reported event of the reported periprostatic fractures at the tip of pfna and underwent an exchange nailing. This is report 3 of 3 for complaint (B)(4).